Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading was 1750 mg/dl. Troubleshooting was not performed at the time, but it was discovered that the insulin pump was alarming failed battery test. The caller stated that the diabetes clinical manager recommended having the insulin pump replaced. No further information was provided.